Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: during a follow-up CT exam on (B)(6) 2018, it was confirmed that the diameter of aneurysm had expanded from 28mm to 32mm compared to the result of the previous follow-up CT exam. However, the cause of expansion could not be identified at that time because the contrast CT image was poor. Therefore, a CT exam with contrast was retaken on (B)(6) 2018. According to the result of the exam, endoleak like contrast was seen in the aneurysm and seemed type iiib endoleak more likely than type ia. The following treatments are now under consideration: 1. An additional tevar would be conducted if there is a high possibility of type iiib. 2. Aortic replacement with thoracotomy or just follow-up examination if there is a high possibility of type ia. Patient outcome: unknown.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: this complaint concerns suspicion of type iiib endoleak related to a tx2 device (zteg-2pt-36-157-pf). It is reported that a tx2 device was placed in 2014 (details unknown). The aneurysm was a descending thoracic aortic aneurysm in the distal aortic arch. Suitability for the procedure was reportedly difficult to judge, as photos of tx2 placement in 2014 are not available now, but the distance from just below the left common carotid artery to the aneurysm was about 25mm. During a follow-up CT exam on (B)(6) 2018, it was confirmed that the diameter of aneurysm had expanded from 28mm to 32mm compared to the result of the previous follow-up CT exam. However, the cause of expansion could not be identified at that time because the quality of the contrast CT image was poor. A contrast CT scan was retaken on (B)(6) 2018. Endoleak like contrast was seen in the aneurysm and it seemed that type iiib endoleak was more likely than type ia. Additional information was received from the cook representative on (B)(6) 2019. Unexplained progression of aneurysm had been observed. On (B)(6) 2019, tevar as additional treatment was performed. Endoleak could not be confirmed during aortography, so an alpha thoracic device was implanted to extend the area of the already placed stent graft to the proximal side by 3mm. Since the additional treatment, the patient has been with observation. If the progression of aneurysm does not stop, aortic replacement will be conducted with thoracotomy. Two postoperative CT studies have been provided for the investigation and reviewed by an expert imaging reviewer. As per the imaging review, "four years postoperatively, there is evidence of faint contrast in the taa sac. This appears to communicate with the graft material and is highly suspicious for a type 3b endoleak.". "There is also inadequate proximal seal measuring 12 mm in length, making a type 1a endoleak also possible. This is less likely, however, based on the appearance.". Furthermore it is noted in the imaging review that the distance between the left common carotid artery (lcca) and the beginning of the thoracic aortic aneurysm is only 17.4 mm (proximal neck length). Appropriate anatomic criteria at the time of repair cannot be determined from the imaging provided. The complaint of endoleak is confirmed based on the reported information and by review of provided imaging. From the description of event, it was unclear whether the endoleak represented a type 1a or a type iiib endoleak. Based on the review of imaging the endoleak is more likely to be a type iiib endoleak. Endoleak is listed as a potential adverse event in the IFU for this device. It has not been possible to determine a cause for the reported event. Cook will reopen the complaint if further information is received. No evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient outcome: additional treatment information provided by the sales rep on 22mar2019: the unexplained progression of aneurysm was observed. On (B)(6) 2019, following a patient¿s wishes, tevar as the additional treatment was carried out at an early stage because the enough cause to perform thoracotomy could not be determined endoleak could not be confirmed during aortography, so alpha thoracic was implanted as to extend the area of the already placed stent graft to the proximal side by 3mm. Since the additional treatment, the patient has been with observation. If the progression of aneurysm does not stop, aortic replacement will be conducted with thoracotomy.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of (B)(4) (importer). Manufacturers ref#: (B)(4). Name and address for importer site: (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 30jan2019: the patient has been with observation, and no additional treatments have been performed. The additional treatment will be determined in the next outpatient practice after half a year or a year.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: (B)(4). G5) similar to device under 510(k)/PMA p070016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.